Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 60% stenosed, noncalcified lesion was located in the proximal circumflex (cx) artery. The physician attempted to direct stent with a taxus liberte 2.75x12mm drug eluting stent and was unable to cross the lesion. The physician then decided to pre-dilate and removed the stent. At this point damage to the stent was noted. The procedure was completed with another taxus stent. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.